Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic broke off a transfer set, resulting in disconnection of the set from the titanium adapter. The issue occurred during set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified the tubing was separated from the patient adapter with visible cut along tubing and bushing on the patient adapter. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. The assignable cause was determined to be due to a cut along the tubing and bushing of the patient adapter, which would cause a disconnection between the patient adapter and the tubing. Should additional relevant information become available, a supplemental report will be submitted.